Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. At some time post filter deployment, it was alleged that the filter migrated, struts perforated, and the patient reportedly experienced abdominal pain. The device has been removed through open abdominal procedure despite failed percutaneous attempt. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, ten years and two months of post deployment, a computed tomography of chest was performed for chest pain. The study showed that no evidence of intrathoracic inferior vena cava filter migration or displacement into the upper abdomen or chest. Around, two months and one week later, patient presented with the complaints of abdominal pain. Around, one month later, a computed tomography of abdomen and pelvis was performed to evaluate inferior vena cava filter. The study showed that inferior vena cava filter was noted in place within the inferior vena cava, with its distal end at the level bottom of l3 and arms extending caudally to the level bottom of l4. The filter was well caudal to the junction of inferior vena cava with the renal veins. The arms of the filter extend well outside of the inferior vena cava lumen, abutting the posterior aspect of the second to third portion of duodenum, extending into the anterior medial margin of the right psoas muscle and adjacent to a right sided branch of the smv, as well as posterior to the proximal right common iliac artery. Around, one month later, a computed tomography of abdomen and pelvis was performed for epigastric pain. The study showed that inferior vena cava filter was noted infra renally. The filter was slightly laterally displaced within the lumen. The legs project outside the lumen. Around, two weeks later, patient was presented for filter retrieval procedure. Through the right internal jugular vein approach, a bard vena cava filter retrieval device was passed over the guidewire into the central circulation. Using ultrasound guidance an attempt was made to remove the filter percutaneously. The crown of the filter could not be captured. These attempts were abandoned. A midline laparotomy was done, and the cava filter was identified in the retroperitoneum with obvious visualization of the tines protruding through the retroperitoneum. Dissection was carried out to identify the inferior vena cava and the retroperitoneum. The area where the crown tines of a filter were placed was at the serosa of the duodenum. Dissection continued along the vena cava to free it up from the left renal vein down to the iliac vein confluence. All tines of the crown were identified. The hooked legs were also identified with the exception of one which appeared to be still in the lumen of the vena cava. The tines of the legs were removed from all surrounding tissue. The hooks were then removed using a wire cutter. A transverse venotomy was made in the vena cava just above the crown of the filter. The filter was then dissected free of the surrounding stroma. The filter was then removed using direct retraction of the tip. The filter was removed intact. There was no resistance to removing the filter. The vena cava lumen appeared to be widely patent with just evidence of some mild scarring along the anterior wall. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc), retrieval difficulties and filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 09/2008).